Event description:
It was reported to philips that the ECG port connector is worn. There was no patient involvement. The device is at end of support and no service support is available. The manufacturer is unable to repair the faulty defibrillator. The mrx/m3536a end-of- support date for the device is (B)(6) 2022. The customer was aware of the end-of-life terms and the device remains at the customer site.